Event description:
A patient was sedated and on a ventilator while receiving a continuous IV infusion of norepinephrine to stabilize blood pressure and mean arterial pressure (map). The rn had been in the patient's room, along with a dialysis rn, and then left momentarily to get more supplies. The dialysis rn noticed the b. Braun pump was reading and audibly alarming "error," so she immediately notified the patient's rn. The patient's rn attempted to resolve the error but was unsuccessful, so she quickly set up a new pump, with new tubing and resumed the medication. The rn did state the patient's map did decline from 85 down to 69 and 70 during this period, but the blood pressure did not have a significant change. The md was notified of the incident. The patient's care was resumed and all pressures stabilized. The pump was taken out of service and sequestered for clinical engineering evaluation. Clinical engineering (ce) reports upon receiving unit they powered the unit on and ran a rate accuracy test involving a primary and secondary infusion. The pump did not error but the accuracy appeared to be off. They also checked the alarm log and found continuous error messages (105 and 81). Error 105 refers to a shutdown time-out error. It is recommended to retry shutting the unit down and if the error continues then to replace the main pcb. Error 81 refers to a main crc error which means that the crc check on the domain buffer has failed. The solution for this error is to replace the main pcb board. Pump removed from service and sent to manufacturer for repairs.the pump will be sent back to manufacturer for evaluation purposes.